Event description:
Gastroenterologist has a pt who had a lap band 10 yrs ago using a hickman catheter. He understands it is off label use of the product and was not the surgeon who placed the hickman around the stomach however he is trying to remove it endoscopically and cannot seem to cut the catheter. The catheter seems very hard and he wonders if that is typical. He admits his endoscopic scissors are very flimsy. The hickman has eroded into the stomach and it must be removed. The only info he has is in the old operative report that says a small segment of hickman was cut and used. The report says that prolene was placed inside the hickman. Advised that the hickman would be easy to cut. He thinks maybe they also put a wire in it.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.